Manufacturer narrative:
B3: event date is month and year valid. G2: the country of the event is ru medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that a customer encountered a problem. A photo of the controller was provided and it was reported that they couldn't turn "it" on. The electrode is installed in the right place. The rep asked what the cause was and noted that this message usually occurs when the settings are too high, but not in this situation. They got the error message ¿settings not available¿ (screen number 59). Technical services responded noting that this indicates that the system cannot provide the desired intensity settings and that the system has detected an oor (out of regulation). The oor can also be confirmed from the provided session report. Oor stands for out of regulation, which means that the neurostimulator is not able to deliver the requested settings. For this model of system, this oor can be triggered by several reasons such as battery level of the neurostimulator being too low for the programmed settings; high programmed settings; or high impedances. They then noted that the provided report states the following about the impedance "impedance check - contacts [0, 1, 2, 6, 7, 4, 14, 15, 12] are out of range". Although there is no impedance measurement included in the report, this message suggests multiple impedance issues on both leads. From the report they could see that contact 1, 2, 9 and 10 are being used for stimulation. To try to resolve the message, the most likely solution would be to try to first check the actual impedance values of the contacts in use. In case of high impedances on contact 1 and 2, they could try to reprogram contact 1 and 2, while avoiding contact 0, 6 and 7 as well. In this case, technical services asked to try to see whether it is possible to work with contacts 3, 4 or 5. General troubleshooting advise in case of an oor was also shared.